Event description:
It was reported that the customer was unable to push air into the vial of insulin. The customer stated that replacing the reservoir resolved the issue. The blood glucose reading was 383 mg/dl. The customer stated that his blood glucose was running high due to breakfast in the morning. He noted that he has to wait 4 hours before performing a correction. He declined troubleshooting for high blood glucose. Advised the customer to monitor and call back if the blood glucose continued to elevate. The customer requested return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.